Manufacturer narrative:
The medical center did not return the impella pump or introducer product for analysis. The team did return the data logs, however they do not lead to a root cause for the limb ischemia. The medical team was aware of the patient's peripheral arterial disease which contributed to the limb ischemia and need for external bypass. The failure mode will be monitored and trended.

Event description:
A medical center had a patient admitted for a high risk angioplasty of the right coronary artery. The team chose to use the 14 fr abiomed sheath for the placement of the impella 2.5 pump and the angioplasty rotational atherectomy equipment. The patient experienced limb ischemia, and the medical team chose to place a bypass via the opposite limb. When placing the bypass sheath there was an access site bleed that prompted blood replacement products to be infused, both red cells and ffp. The limb ischemia needed no further intervention. The limb ischemia experienced was noted to secondary to the known peripheral arterial disease.